Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturers service center, an error related to the flow sensor was confirmed. This error indicates that the amount of drift of the flow sensor deviated from the standard. The flow sensor was replaced to address the issue. The device passed final test. Additional evaluation of the device at philips investigative laboratory (pil) the machine flow sensor was installed into the trilogy evo test bed and was unable to duplicate the error code related to the vent inoperative failure. Pil has determined that the machine flow sensor functions as designed. Machine flow sensor was scrapped.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturers service center, an error related to the flow sensor was confirmed. This error indicates that the amount of drift of the flow sensor deviated from the standard. The flow sensor was replaced to address the issue. The device passed final test.